Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 102, which was not reproduced. System error 102 was confirmed through the event history log. The input/ output printed circuit board and upper auxilliary were replaced as known contributors of the system error 102.

Event description:
It was reported that a spectrum pump experienced a system error 102 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.